Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. Reportedly, the prostyle device was used in the popliteal vein. It should be noted that the electronic prostyle instructions for use (IFU) states: the perclose prostyle suture mediated closure system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catherization procedures. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the right popliteal vein was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a venous thrombectomy interventional procedure. Reportedly, a suture break occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 24f and the venous thrombectomy procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.